Event description:
On (B)(6) 2011 customer reported the presence of a leak around the manual probe of the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that a tube was disconnected to the rinse cup. Fse replace the tube and connected it to the rinse cup. There was no further evidence of leaking. Repairs were verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).